Manufacturer narrative:
Evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline cut approximately 7 inches from the pump housing, and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the pump, revealed a thrombus formation surrounding both the rotor¿s bearing ball and the inlet stator¿s bearing cup, which was pulled out of its bore upon disassembly. This formation¿s lamination and denaturation indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. Although a specific cause for the development of this formation could not be conclusively determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase levels. Upon removal of the observed deposition, the pump was cleaned and disassembled. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, during the patient's clinic visit, the patient's lactate dehydrogenase (ldh) level was 963 u/l, and the inr was 2.5. On (B)(6) 2016, the patient's ldh was 2021 u/l, and on (B)(6) 2016, it was 1117 u/l. The patient had no other clinical signs or symptoms besides the lab results. The patient was initially started on a heparin infusion, and anticoagulation over time included tirofiban infusion, aspirin, prasugrel, warfarin, and a tissue plasminogen activator bolus via direct infusion into the pump inflow with a continuous infusion overnight. On (B)(6) 2016, the patient's pump was exchanged.